Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The tibial tray did not engage into a base, morse taper was defective.